Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history log provided evidence of the customer's report with "check pads" and "poor pad contact" entries. It is important to mention the device's therapy cable was not returned as part of the investigation. The device's analog board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.